Event description:
The customer contact reported that the device did not deliver. The device was returned to the biomedical department with a note that stated, pump shows that the medication has been delivered even though none has been delivered. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects or delays in critical therapy. No medical interventions were implemented. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.